Event description:
Caller reported the pump turned off unexpectedly during the night. Caller stated she changed the battery but the pump did not turn on. Caller reported the pump did not present any alarm/error during that night. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.